Event description:
The lay user/pt contacted lifescan (lfs) united kingdom on april 7, 2008 reporting that her one touch ultra2 meter was giving inaccurate high readings. The lfs rep contacted the pt and rec'd the following add'l info. The pt informed that her symptoms of shakiness and dizziness stated prior to the onset of the alleged meter issue. In 2008, the pt felt that her meter was giving inaccurate high readings, as her existing symptoms were suggestive of hypoglycemia. As the pt was not confident that her meter was giving inaccurate high readings, she kept taking her usual dosage of diabetes medication although she was aware of the fact that she was having hypoglycemic symptoms. Three days later, in the evening at around 4:40 pm, the pt tested herself on the meter and obtained reading of 11 mmol/l. The pt took an increased dosage of human insulatard from 66 units to 68 units, even though she had hypoglycemic symptoms. She did not feel improved. Therefore, she drank a coke. She claimed to feel better after having the coke. The pt did not seek any medical attention. The pt usually takes 1 tab of metformin and 58 units of human insulatard in morning and 66 units of insulatard in evening before dinner. She tests her blood sugar 28 times a day. The customer care advocate (cca) verified that the pt's testing and cleaning technique were correct. The meter was programmed for the correct unit of measure and calibration code. The meter and test strips were replaced. The complaint is reported because the pt alleges she took add'l insulin based on an inaccurately high reading on the lfs prod rec'd while she had symptoms that suggested hypoglycemia. She claims she treated herself with coke after taking add'l insulin and having persistent symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.